Manufacturer narrative:
New information received indicates the serial number of the device is (B)(6). Manufacture date update to 01mar2020.

Event description:
It has been reported, that the device is failing self-test.